Event description:
In 2000, the pt underwent a disc excision after which 5 mg of adcon-l was applied around the s1 nerve root. The anesthetist reported a steep drop in blood pressure "from 110 to 120 systolic to 70". The event occurred during the closure stage. The wound was then reopened and the adcon-l was washed out thoroughly. When the operation was finished, the pt was turned over and "there was clearly a urticarial rash indicating an allergic reaction." The pt "did not have any other medication added at that time to suggest that it was something else."

Event description:
Follow-up info received on 7/27/00 from dr. The procedure was a left-side fenestration at the l5/s1 level with excision of a protrusion through a small incision. The procedure was considered "simple". No antibiotic irrigation was used. After applying adcon-l and after the drop in blood pressure (to 70 systolic), the adcon was thoroughly washed out. The pt was administered hydrocortisone and fluid input increased to restore his blood pressure. After the surgical drapes were removed, the pt was found to have an urticarial rash over his chest. The condition was stabilized fairly quickly and there were no further sequelae. Pt has recovered well from surgery.